Event description:
It was reported that there was a possible myocardial perforation that occurred, further information was unable to be obtained regarding the perforation, cause, and/or intervention. High thresholds were observed in the left ventricular lead and the lead was reported to be "compromised" during a "pac change". It was further reported that oversensing and noise were also observed in the right ventricular lead. The lv lead was explanted and replaced. The rv lead was capped and replaced. No further patient complications were reported as a result of this event.

Event description:
It was reported that there was a possible myocardial perforation that occurred, further information was unable to be obtained regarding the perforation, cause, and/or intervention. High thresholds were observed in the left ventricular lead and the lead was reported to be "compromised" during a "pac change". It was further reported that oversensing and noise were also observed in the right ventricular lead. The lv lead was explanted and replaced. The rv lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched.

Manufacturer narrative:
Product event summary: performance data was collected from the device and has been analyzed. Alerts: 2 - patient alerts for lead failure predictor on (B)(6) 2010 07:57:59 and (B)(6) 2012 10:54:47. Sensing/oversensing: 15 - ventricular nst<(><<)>=210 ms between (B)(6) 2012. (B)(4) - vf=180 ms average v-cycle on (B)(6) 2010 06:19:58.